Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tubes customer noticed larger drops when it was squirted into the tube. The following information was provided by the initial reporter. The customer stated: "a care department returned to us a plate of edta tubes with an unusual appearance. It seems to me that it is the liquid edta that must have formed larger drops when it was squirted into the tube during manufacture."

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tubes customer noticed larger drops when it was squirted into the tube. The following information was provided by the initial reporter. The customer stated: "a care department returned to us a plate of edta tubes with an unusual appearance. It seems to me that it is the liquid edta that must have formed larger drops when it was squirted into the tube during manufacture."

Manufacturer narrative:
H6: investigation summary bd received 2 photos from the customer in support of this complaint. A visual examination of photos was performed and the customer's indicated failure mode of additive abnormality was observed. Bd was able to confirm the customer¿s indicated failure mode with the photos provided. Bd determined that the root cause of the issue additive abnormality is attributed to the machinery misalignment during the manufacturing process. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.